Manufacturer narrative:
Investigation summary: qc was in spec at the time of the event. The samples were centrifuged at 3,500 rpm for 10 minutes. Initially, the specimens were sampled from the original tubes. For repeat testing, the customer pipetted an aliquot and re-centrifuged. A field service engineer (fse) was dispatched to the customer's lab prior to the event as the customer called about a leak problem. The fse inspected the instrument and fixed the leak. The fse verified the repair per established procedures; results meet published performance specifications. The erroneous accu tni result was reported to beckman coulter during a follow up call to the previous issue. Currently, the instrument is performing within specs. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the unicel dxi 800 access instrument. A pt sample (a) was tested for accu tni and a result of 0.03ng/ml was obtained. On the same day, a few hours later, a new sample (b) was collected from the pt and tested for accu tni; the result was 1.53ng/ml. The customer retested sample b for accu tni on the next day. The repeated accu tni result was 0.03ng/ml. The customer then collected another sample (c) from the pt and tested for accu tni; the result was 0.03ng/ml. No death or injury was reported in connection with this event.